Manufacturer narrative:
(B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was reported that the em tibial jig spiked up rod is sticking when attaching it to the tibial ankle clamp rod. It can no longer move up and down freely with ease.

Event description:
It was reported that the em tibial jig spiked up rod is sticking when attaching it to the tibial ankle clamp rod. It can no longer move up and down freely with ease.